Event description:
Medical staff reported capsular contracture baker grade iii.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/product discolored/capsular contracture was reviewed on 11-apr-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Product discolored: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿intracapsular rupture¿.

Event description:
Healthcare professional reported left implant with ¿intracapsular rupture¿ and ¿color modification periprosthetic shell". The device has been explanted.